Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred 3 hours and 40 minutes after the initiation of the patient¿s 5008x hdf treatment. The machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was visible in the arterial line where it connected to the dialyzer. There was no patient injury or medical intervention required as a result of this event. The complaint device was reported to have been returned to the manufacturer for evaluation. Additional information requested but to date has not been obtained.